Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The call resulted in customer technical support (cts) initiating a replacement of the pump. Customer reverted to an alternative method of insulin therapy.